Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode exhibited oversensing of noise resulting in stored atrial fibrillation (af) and untreated episodes due to a suspected compression fracture. Device data was sent to rhythmcare for review. Data review determined the observed sudden increases in shock impedance measurements and noise were consistent with a mechanical source. Rhythmcare then provided troubleshooting options and recommended performing an x-ray. This electrode remains in service. No adverse patient effects were reported.